Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The device was removed and replaced. No further patient complications were reported.